Event description:
It was reported to philips that the system's c-arm was unable to stop when commanded. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary procedure was performed when the issue happened. The procedure was completed as planned by using the same system with manual adjustment. The field service engineer has verified that the problem related to the movement of the frontal stand and is not associated with the tube. To resolve the problem, on another case fse replaced the control module at the table. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by utilizing the same system with manual adjustments with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.